Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement and death occurred. Vascular access was obtained via radial artery. The 28mm in length, de novo, eccentric, 100% stenosed target lesion was located in the severely calcified, severely tortuous and 2.5mm in diameter left anterior descending artery (lad). The lesion contained a >=90 degree bend. After predilation using a 1.5mm x 15mm non bsc balloon catheter, a non bsc stent was advanced many times but was not able to cross the lesion. This device was removed. A 2.50mm x 24mm promus element stent was advanced to the lesion but the stent was trapped. The physician tried to "push" the stent back into the stent delivery system but the stent was dislodged at the "beginning" of lad. The physician tried to retrieve the stent but it remained inside the patient's body. The stent delivery system was removed intact with noted shaft kink. The patient went into cardiac arrest and died.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement and death occurred. Vascular access was obtained via radial artery. The 28mm in length, de novo, eccentric, 100% stenosed target lesion was located in the severely calcified, severely tortuous and 2.5mm in diameter left anterior descending artery (lad). The lesion contained a >=90 degree bend. After predilation using a 1.5mm x 15mm non bsc balloon catheter, a non bsc stent was advanced many times but was not able to cross the lesion. This device was removed. A 2.50mm x 24mm promus element ¿ stent was advanced to the lesion but the stent was trapped. The physician tried to "push" the stent back into the stent delivery system but the stent was dislodged at the "beginning" of lad. The physician tried to retrieve the stent but it remained inside the patient's body. The stent delivery system was removed intact with noted shaft kink. The patient went into cardiac arrest and died.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the devic was returned for evaluation. The stent had detached from the balloon and was not returned for analysis. Stent crimp marks were clearly visible and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).